Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after insertion of a screw with a torque limiter, the surgeon asserts the screw is too long. He tried to remove the screw, but it was not possible. The surgeon removed the plate and the screw. A new plate and screw were implanted. This report is for an unknown trauma. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown trauma/unknown lot. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided. Placeholder.